Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.3 required troubleshooting, had many failures. Drawer was not detected on bus and invalid cubie memory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height 3.2 has had multiple errors lately. A field service engineer replaced the retractor band and reseated the row cable on the back. Testing in hardware test application (hta) was completed successfully. The system functioned as intended after the field service engineer repaired the device.